Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as the lot number was unknown for this incident and neither a physical sample nor a picture sample displaying the defect was available for return, a complete investigation could not be performed. The returned picture sample did not clearly display the reported defect and the label captured within the picture was illegible. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle ns 18ga 2in experienced a needle hub hole/crack/damage. The following information was provided by the initial reporter: I would like to information you that the distributor received a customer complaint for a broken pink cap on the needle. It is possible that the defect occurred during transportation or storage as this needle is supplied bulk non sterile.